Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected rewind/loud noise anomalies noted. However, device unable to communicate with test glucose meter and alarmed lost sensor due to faulty connector. Device received with cracked case at the reservoir tube window corners, cracked reservoir tube window, missing end cap sticker, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error message sometimes did not register readings from meter to the insulin pump. No harm requiring medical intervention was reported. The insulin pump loud when rewinds. The insulin pump will not be returned for analysis.